Manufacturer narrative:
Method: film evaluation. Results: surgical conversion, occlusion.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. The patient presented to the ER with back and abdominal pain. Review of CT shows proximal and distal neck diameter of 22 mm for at least 25 mm with a 67 degree ap angle. Aaa measured 88x87mm. Distal aorta was 26x25. Rcia 10-13-13. Lcia 11-11-13. Renal to iliac bifurcation length was long >180mm bilateral. A 28x16x166 bifurcated stent graft was deployed from the right to the gate, anchoring pins released. The physician deployed the rest of the device noting that the distal limb ended in the aaa sac. The physician talked about managing the wire position carefully. Gate is positioned completely anterior. The physician magged up over the gate and the wire passed with ease. The pigtail catheter was advanced over the wire with ease and spun without difficulty in the body of the graft. A 16x16x124 was deployed as well as a 16x16x82 to the iliac bifurcation. Retrograde injection from the right confirmed the need for an extension on that side and a 16x16x93 was deployed to the iliac bifurcation. The grafts were ballooned with a reliant. Final angiogram shows no flow down the right limb from flow divider down. The physician re-ballooned using 12 mm kissing balloons from each side, still no flow retrograde or antegrade. The physician felt the device at the proximal rcia was compromised and a 14x40 protege stent was implanted, still no flow. The physician extended the protege stent to the flow divider and to the external iliac; still no flow. The physician added a palmaz stent at the proximal rcia and then there was good flow on the right and compromised flow on the left. The physician stented with protege 12x80 from the flow divider to the bottom of the limb and expanded with kissing balloons the whole way out. At this point, there was a good final angiogram, with no endoleak. The patient complained of back pain again two days later and a CT scan was done. There is a large endoleak surrounding the body of the graft and both right and left limbs are deployed within the ipsilateral limb and the gate was thrombosed. It was assumed that the physician cannulated the ipsilateral limb instead of the contralateral gate. The patient has good bilateral palpable pulses but limb lumens are compromised. The patient was converted to open repair at another hospital for this procedure. No additional clinical sequelae were reported and the patient is fine. A review of several returned photos of the explanted stent graft show that 2 extension limbs were implanted along side each other within the ipsilateral limb. The contra gate of the bifurcate was left open, with no limbs implanted.